Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-03891. It was reported the patient's scs lead(s) has migrated. As a result, surgical intervention will be taken at a later date to address the issue. The patient has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-03891. Additional information received clarified that x-rays revealed one of the scs leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which both of the scs leads were repositioned. Effective stimulation was restored with the surgical intervention.